Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and minor scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 30 mg/dl during time of admission. The customer stated that she had low readings multiple nights due to not eating. The customer treated with glucose tablets. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not exposed to an MRI. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.